Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and they needed assistance with programming their new insulin pump. The customer was assisted with programming insulin pump. Blood glucose level at the time of the call was 400 mg/dl which was treated with insulin pump bolus. The insulin pump will not be returned for analysis.